Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer and confirmed that there was delay in rebooting and issue was occurring intermittently. The rse scheduled for field service visit, but the primary fse cancelled schedule by saying that the ups was yet to be serviced by the customer. There was no further service provided by the philips. The system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device shut down and took multiple attempts to restart it, with delayed reboots. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.